Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) delivered a shock to the patient. Afterward the ICD could not be interrogated. The ICD was removed and replaced.